Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements on the right ventricular channel, the measurements have risen up until a normal range. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.